Event description:
It was reported that during an open reduction internal fixation (orif) of a left metacarpal fracture, the surgeon drilled a hole for the 1.5 mm cortex screw self-tapping. The surgeon was in the process of inserting the screw and the head snapped off. The surgeon was able to remove the screw shaft and the screw head. The surgeon decided to use pins and wires to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.